Event description:
Pt, who is also a registered nurse, was injected with an unk amount of belotero "a couple of months ago." She does not remember the name of the injector. Patient said she was injected under a scar beside her left nasolabial fold and around her mouth, including the area between her nose and the "cupid's bow" on her mouth. Pt said the injector was "cross hatching" that area so patient is unsure if the product was injected too superficially. Pt said two weeks post injection, the "injection site erupted." She clarified this to mean that a pimple-like blemish presented between the nose and "cupid's bow." It was tender and painful. Patient said it was like her body rejected the belotero. The following day, she "worked at it" and got a gooey substance to come out which she thought was product. Patient said she did not treat the are. Now there is a little bit of a flat scar to that area. Pt said she did not have problems with any other injected areas. A follow up call was made to the patient to determine if the scar is permanent. The patient has not responded. It is unk at this time if the scar is permanent.

Manufacturer narrative:
The DHR and lot review could not be conducted as the lot number was not reported.